Manufacturer narrative:
Method: device not returned, followed up with company representative.

Event description:
It was reported that during a kyphoplasty procedure, the bone cement was an "unusually thin consistency after mixing for two minutes. The cure time approached 30 minutes outside of the pt." The procedure was successful and the pt's status was "good." No add'l info was reported.